Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was recently implanted, with appropriate placement, sensing, impedance measurements, and a successful standard post-implant defibrillation threshold test (dft) following the procedure. However, when diagnostic images were performed the next day, it was observed that this electrode had dislodged from the implant location. Boston scientific technical services (ts) was contacted and discussed that while the device is currently sensing appropriately with no abnormal measurements, future therapy delivery could be impacted by the low electrode position. It was recommended to reposition the electrode, using the three-incision technique, rather than continue with remote monitoring. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was recently implanted, with appropriate placement, sensing, impedance measurements, and a successful standard post-implant defibrillation threshold test (dft) following the procedure. However, when diagnostic images were performed the next day, it was observed that this electrode had dislodged from the implant location. Boston scientific technical services (ts) was contacted and discussed that while the device is currently sensing appropriately with no abnormal measurements, future therapy delivery could be impacted by the low electrode position. It was recommended to reposition the electrode, using the three-incision technique, rather than continue with remote monitoring. However, the physician recently elected to surgically reposition the electrode using the original two-incision technique to resolve the event. The following day, x-ray imaging was performed and confirmed appropriate electrode placement. At this time, this s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.